Event description:
During a chicken demo at doctors office cut function would not work and when coag activated it would stick (stay activated) until the device was unplugged. Issue repeated when second tried. No patient involved.

Event description:
During a chicken demo at doctor's office cut function would not work and when coag activated it would stick (stay activated) until the device was unplugged. Issue repeated when second tried. No patient involved.

Manufacturer narrative:
(B)(4). Eval method, results and conclusion: product scheduled for return but not received by manufacturer for inspection.(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event #(B)(4) evaluation process: unit received in poor condition and front panel overlay had a scratch that runs through coag down button. Internal visual inspection revealed nothing broken or moving in the unit. The fiberglass screw in the unit base was damaged during removal. The unit would not recognize attached probes and troubleshooting revealed a partially severed wire in the monopolar harness assembly. After replacement of the harness, unit recognized all probes attached. Unit delivered rf energy correctly into fixed resistors; cut function operated correctly every time it was activated and coag ceased transmitting when deactivated every time. No functional anomalies were detected. Error log contains no errors or faults. Root cause: it is unclear how the reported problem occurred as it could not be reproduced in the service department. The damage to the monopolar harness may have been induced by stresses imparted on it by the way the harness was oriented within the unit. (B)(4).